Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels (lowest of 43 mg/dl). Reportedly, the customer started exercising regularly from (B)(6) 2016 which reduced the customer's insulin needs and the settings needed to be adjusted. The customer confirmed carbohydrates were consumed to treat the low bg levels. Additionally, the customer confirmed consulting with health care provider and adjusting the pump settings to match the customer's lifestyle, which resolved the issue.